Manufacturer narrative:
Concomitant medical products: tet1515 parietex std 3d py 15x15cm x1 (lot# sjk00313). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of abdominal hernias. It was reported that after the implant, the patient experienced wound drainage, infection, failure of mesh, open wound, inflammation, pain, and fistula. Post-operative patient treatment included revision surgery and removal of mesh.

Manufacturer narrative:
Additional information: a1, a3a, a4, a5a, a5b, b5, b6, b7, d8, e1, g1, h4, h6 (ime, imf, device codes, ime e2402: skin thickening, sinus tract). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of abdominal hernias. It was reported that after the implant, the patient experienced wound drainage, infection, failure of mesh, open wound, inflammation, pain, fistula, edema with overlying skin thickening, fluid collection, fibrous scar, sinus tract, staphylococcus aureus, erythema, pus, impaired healing, swelling, abdominal pain, and granulation tissue. Post-operative patient treatment included revision surgery, removal of mesh, CT scan, exploration of abdominal wall, debridement, and wound vac.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of abdominal hernias. It was reported that after the implant, the patient experienced adhesions, purulent material, cellulitis, suffering, defective mesh, wound drainage, infection, failure of mesh, open wound, inflammation, pain, fistula, edema with overlying skin thickening, fluid collection, fibrous scar, draining sinus tract, staphylococcus aureus, erythema, pus, impaired healing, swelling, abdominal pain, and granulation tissue. Post-operative patient treatment included medication, revision surgery, removal of mesh, CT scan, exploration of abdominal wall, debridement, and wound vac.